Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 may 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding plum duo infusion system where it was reported by the nurse that at approximately 10:56 am, there was an over infusion of the chemo medication paclitaxel when running on line 2 in concurrent mode. The nurse called a code; the patient was rushed to the ed where the patient was intubated. Patient was in critical status. The pump and tubing have been sequestered.